Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. Device problem code: a140901 - complete blockage. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
Material#: 306609. Batch#: 3241136. It was reported by customer that there were several cases of adverse events where needles were inserted into arm/thighs of patients but then would not push, so the patient had to be poked again. Verbatim: hello! We had another issue with both the 5/8 in needles and 1 in needles. Lot #3241136 was the 5/8 in needle and lot #3255801 was the 1 in needle. On 2023-10-27 10:41, nurse wrote: good morning! Apologies for the delayed response; I was gathering information from. All of our nurses. We did have several cases of adverse events where . Needles were inserted into arm/thighs of patients but then would not. Push, so the patient had to be poked again.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
Material#: 306609. Batch#: 3241136. It was reported by customer that there were several cases of adverse events where needles were inserted into arm/thighs of patients but then would not push, so the patient had to be poked again. Verbatim: hello! We had another issue with both the 5/8 in needles and 1 in needles. Lot #3241136 was the 5/8 in needle and lot #3255801 was the 1 in needle. On (B)(6) 2023 10:41, nurse wrote: good morning! Apologies for the delayed response; I was gathering information from all of our nurses. We did have several cases of adverse events where needles were inserted into arm/thighs of patients but then would not push, so the patient had to be poked again. Additional information received on 22-nov-2023. I have replied with dates and answers to these questions several times with no response or solution. Adverse events occurred on 7/7/23, 7/21/23, 08/01/23, 09/14/23, 09/16/23, 10/06/23, and most recently 11/13/23. The material number is 305916 and 306609. The patient impact is that children and needing to get poked twice with a break in between for us to change out the needle with one that is functional, causing stress and additional/unnecessary pain to the patients. The samples are not available to send back as they are disposed of in sharps containers and we cannot safely save needles. The issue is the needles will not push vaccine through them at all. They seem to be blocked or stuck from allowing the vaccine to pass through them.